Event description:
Discordant results were obtained on patient samples on an advia centaur xp instrument prior to error messages appearing on samples. The discordant results were reported to the physician(s). It is unknown on what instrument the samples were repeated on. The corrected results were reported to the physician(s). It is unknown if there were any reports of adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. After evaluation of the instrument and instrument data, the cse discovered a two inch strip of plastic from what he believes to be the cuvette bag, blocking aspirate probe 3. The cse removed the plastic and had customer run the quality controls, which resulted within range. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.